Manufacturer narrative:
One full osseotite tapered implant (fnt3211) was returned for investigation. Visual inspection of the as returned product identified that the implant was fractured into two pieces. The implant internal threads were severely damaged (debris could be seen around the threads). There were signs of wear on the implant due to usage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged malfunction of implant fractured has been confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (fnt3211) fractured. The implant was removed.